Event description:
It was reported that when attempting to use on a patient and pre-filling with water, the blanket experienced leaking in the middle. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The blanket was investigated by a stryker quality assurance engineer and it was identified that the issue of leaking was due to torn blanket.

Event description:
It was reported that when attempting to use on a patient and pre-filling with water, the blanket experienced leaking in the middle. The patient was not adversely affected and no clinically relevant delay in treatment was reported.